Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported shuttling with the angio-seal device involved. The angio-seal anchor was pushed out of the sheath but was not deployed and came back into the sheath. The angio-seal device was not used. 0.8 hour (48 minutes) of manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc. There was no health issue/damage to the patient. There was no equipment or other devices used with the above product. There was no patient injury or surgical intervention required. The procedure before deploying the device was a carotid artery angioplasty (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. It is unknown whether the puncture site was proximal or distal to the inguinal ligament of the right common femoral artery. The vessel's diameter is unknown.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 8 fr angio-seal vip device was received for product evaluation. The returned sample included hemostasis sheath, carrier tube assembly, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. All internal components were found to have been fully deployed and the collagen was found to have been tamped down. The collagen was found to have been dry with only minor signs of blood. The temperature dot was also found to have been activated. No other visual anomalies were noted. The complaint was able to be confirmed for a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).